Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through log file analysis, which revealed a controller fault alarm on the reported event date with error codes indicating sys_uic_dataflash_fail. Controller faults of type dataflash_fail are suspected to be related to the uic failure to update a parameter setting in the data flash memory. This would prevent the new parameter settings from being saved and might cause the settings to be lost. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an inability to accept any parameter adjustments that involve the uic from the monitor. The most likely root cause of the reported event can be attributed to the uic failure to update parameter settings in data flash memory. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that shortly after pump was started in the operating room the controller began having "controller fault" alarms. The monitor screen would not allow any speed changes to made during this time. Monitor prompt read "update failed, try again". The controller was exchanged without consequence to the patient. No further information was provided.